Event description:
It was reported to philips that system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis procedure. The procedures were completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. A review of the system logfiles found a software error. Upon troubleshooting actions, the fse identified that the suite pc software was crashed. The fse reloaded the software and restored the backup. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.